Event description:
Broadspire received a letter from the patient's doctor reporting revision surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.